Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 87 mg/dl at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer stated that drive support cap appears normal (recessed). The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Unable to perform the prime/compromised force sensor system test, occlusion test and no delivery test due to compromised force sensor system alarm. Insulin pump had cracked case at display window corner, battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window and stained end cap sticker.